Event description:
Vns programming was reviewed which indicates that high impedance was observed and resolved on the date of generator explant surgery ((B)(6) 2008). The high impedance was initially seen on (B)(6) 2008. It was unknown if the patient had any recent trauma or if the patient was able to feel stimulation. The physician stated that x-rays would be taken; however, no other information was provided on the images or results. It was noted that during surgery, no lead break was found. As no lead break was found, only the generator was replaced. Attempts were made for the return of the explanted generator; however, they were unsuccessful. No other information has been provided.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.